Manufacturer narrative:
Additional information was received on 10/26/2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice or recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There is no patient harm or injury reported. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice or recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There is no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer for evaluation.